Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized with pneumonia and hyperglycemia. She was not feeling well with her copd and she had high blood pressure, as well. She was treated with fluids, steroids (prednisone, 20 tablets to take 2 a day for 4 days), and azithromycin (250 mg, 1 by mouth every 4 days). She also had breathing treatment at the hospital, was given ativan and pro air inhaler (200 mg 1 puff every 4 hours). The second return to the hospital was for the pneumonia, not high blood glucose. They are not giving her insulin when she goes to the hospital, she keeps going back for her pneumonia.